Event description:
Prior to explant, the lead body had extruded through the skin. The generator was left in place with plans to implant a replacement lead at a leter data.

Event description:
Reporter indicated that the pt had the lead explated due to protrusion. The lead was reportedly visible in the neck area. The cause of the protrusion event is unk.